Event description:
A customer contacted beckman coulter regarding false high platelet (plt) counts that were generated by the coulter ac t 5diff autoloader hematology analyzer. The actual plt results were not provided by the customer. Based on available information, the erroneous results were not reported out of the lab. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Pre-analytical sample handling and system information was not provided. Customer reruns patient samples when plt results are outside the patient limits set by the lab. Based on available information, customer runs qc in the morning. However, it is unknown if qc was performed before or after the event. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.